Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would not power on. It was indicated that the power supply was out of specification. It was also indicated that the display was out of calibration and that the touchscreen parameters were required resetting. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. There was no patient involvement.